Event description:
It was reported that a patient was admitted to the hospital with altered mental status and elevated lactate dehydrogenase (ldh) after being noncompliant with medications for weeks. The patient's ldh level was 1400 but there were no other signs of hemolysis. The altered mental status was due to an infection. A computed tomography angiography and an echocardiogram was performed which ruled out thrombus. The patient was treated with a heparin bridge and intravenous antibiotics. Log files sent and review captured low power alarms due to normal battery depletion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on (B)(6) with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including infection, neurologic dysfunction, and hemolysis. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. This section also provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's date of admission was (B)(6) 2024. The source of infection was a positive outside hospital blood culture for staph. Symptoms were altered mental status. The patient left the hospital against medical advice on (B)(6) 2024, and the plan of care was outpatient follow up.